Manufacturer narrative:
Product has not yet been received by MFR, therefore, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: upon movement of the pt's head, the hudson trach-vent (#41112) becomes very loose when it is connected to the hudson oxy-vent (#45512). The trach-vent disconnects too easily causing the pt to no longer be oxygenated at the time. The two parts had to be continuously reconnected while on the pt. This complaint is in reference to the oxy-vent. No injuries reported.